Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was later clarified that the catheter was not replaced, just positioned lower in the lumbar spine. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was reported that the patient never had therapeutic effect and the patient never felt great since the trial. There were no overdose or underdose symptoms only the fact that the therapy was not helping the patient. A dye study was performed with normal results. However, it was reported that they were ¿replacing problem ¿ and the catheter was going to be replaced. It was later reported that during the catheter revision, the patient¿s catheter was moved down to the lower lumbar spine and the patient¿s dose was reduced by 50% at the time of the revision. The patient reported to be doing much better and was getting better relief of her spasticity. This device system delivered lioresal. Additional information was requested to verify if the catheter was just relocated or replaced and a new catheter implanted in a different location and if there were any specified catheter issues. No new information was received at the time of the report. Should additional information be received a supplemental report will be filed.